Event description:
Undetected low blood sugar. Cgm sensors fail to last more than a couple of days, should last 7 days. Numerous communications with medtronic support with no solution. FDA safety report ID #: (B)(4).